Event description:
Swelling/swollen painful knee [swelling]; significant pain/painful knee [knee pain] ; unable to bear weight [weight bearing difficulty] ; fluid aspirated/aspiration with steroid injection [knee effusion]. Case narrative: this case was cross referred with case (B)(4) (cluster). Initial information received on (B)(6) 2018 from united states regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) male patient who experienced significant pain/painful knee, swelling/swollen painful knee, fluid aspirated/aspiration with steroid injection and unable to bear weight, while he was with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. (Latency: 3 days). It was also reported atorvastatin (atorvastatin) 20 mg was also taken by the patient. The past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using synvisc one injection intra-articularly at a dose of 6 ml (lot - 8rsl031, 31-mar-2021) for unknown indication. On (B)(6) 2018, after a latency of 3 days patient reported of swelling and significant pain. He had fluid aspirated and was given a cortisone shot. Patient reported on (B)(6) 2018 that he still had pain in his knee despite the measures taken. It was reported that patient suffered from swollen painful knee and aspirated with steroid injection. On the unknown date, it was reported that the patient was unable to bear weight. On (B)(6) 2018, the patient recovered from all events. Corrective treatment: fluid aspirated for fluid aspirated; cortisone injection and fluid aspirated. Outcome: recovered for all events. Reporter causality: reportable for all events. A pharmaceutical technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc one with global ptc number: (B)(4). The production and quality control documentation for lot 8rsl031 expiration date (2021-03-31) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 8rsl031 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 21-sep-2018 there were 2 complaints on file for lot # 8rsl031 and all related sublots. 2 complaints were on file for lot 8rsl031: (2) event reports. Sanofi will continue to monitor to determine if a CAPA is required. Additional information was received on 21-sep-2018. Global ptc number and results were added. Expiry date of synvisc one was updated from 30-mar-2021 to 31-mar-2021. Text was amended accordingly. Additional information was received on 02-oct-2018 from the physician. Verbatim for swelling updated to swelling/swollen painful knee. Verbatim for significant pain updated to significant pain/painful knee. Verbatim of fluid aspirated updated to fluid aspirated/aspiration with steroid injection. Event of unable to bear weight was added. Outcome for all events updated. Clinical course updated, and text amended accordingly.